Event description:
As per pss implant request case: osteosarcoma and loose right femoral prosthesis. Osteosarcoma of distal femur with dfr 2016 revision for infection 2020 and again 2021. Revising distal femur plus poly and bushings. Retain mrh tibia.